Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
During t2 humeral surgery, the surgeon drilled the proximal screw hole by the target device without problem. And the surgeon tried insert the screw. But the surgeon couldn't inserted the screw. Therefore the surgeon changed the screw to short length screw.

Manufacturer narrative:
The evaluation revealed the target device and both locking screws to be the primary products. An inspection and a DHR review were not possible for the target device because neither the product, nor the lot code were provided. For the screws no deviations were found during review of the manufacturing and inspection documents (DHR). The screws returned were documented as faultless prior to distribution. Both screws passed the functional and dimensional inspection successfully; the visual inspection showed that the first two thread windings at the tips are deformed; furthermore thread windings near the middle of the screws were partly flattened and abraded. Both screw heads showed circumferential scratches. Additionally one hexagon profile is completely stripped. The screw damages indicate that the screw thread windings had contact to a metal object and that the screws were tightened with heavy forces. A damage of the target device is unlikely because the customer reported that drilling the proximal holes through the nail was performed correctly. Therefore it is very likely that the issue was caused by a use error; it is possible that the customer brought too much bending forces to the screw during screw insertion; an insertion without the protection sleeve is also thinkable. Anyway, no deviations were found during the investigation of the screws; a manufacturer related issue can be excluded. Review of complaint history, CAPA databases and risk analysis did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product(s). No non-conformity was identified.

Event description:
During t2 humeral surgery, the surgeon drilled the proximal screw hole by the target device without problem. And the surgeon tried insert the screw. But the surgeon couldn't inserted the screw. Therefore the surgeon changed the screw to short length screw.